Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection and functional testing were performed. Visual inspection with the naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a titanium transfer set leaked and the twist clamp was loose. This occurred during use for peritoneal dialysis therapy. The transfer set had been in use on the patient for 14 days before the issues were observed. There was no patient injury or medical intervention associated with this event. No additional information is available.